Manufacturer narrative:
Patient was provided multiple in-person troubleshooting and education sessions. Nalu representatives were unable to replicate the patient complaints and found the system to be functioning as expected each time it was evaluated in the clinic. Explant was per patient request. Symptoms reported by the patient appear to be directly related to the patient failing to follow instructions for proper use of the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. On (B)(6) 2022 a surgical revision was performed to replace migrated leads that were causing loss of therapy (see MDR 3015425075-2023-00134). After the revision was performed, the patient complained repeatedly of inadequate pain relief due to connectivity issues between the implantable pulse generator (ipg) and the external therapy discs. Patient reported difficulty keeping the therapy discs connected to the ipg, however when the patient was seen for trouble shooting on multiple occasions, the nalu reps were unable to replicate the patient complaints. Reps sucessfully connected the devices and observed the patient perform activities such as walking, sitting, stooping, etc with the system staying connected throughout. On (B)(6) 2023 the nalu system was explanted at the patient request due to the patient having difficulty using the system and not getting pain relief. During the procedure, the 4 contact tined lead fractured and the physician elected to leave a portion of the lead in the patient.